Event description:
The system would not boot up. There is no report of serious injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply and replaced the gpos single board computer. The system operates as intended.